Event description:
Reportedly, the subject pacemaker implanted on (B)(6) 2014 had reached its end of service (eos) early. It was explanted and replaced by another pacemaker.based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker implanted on (B)(6) 2014 had reached its end of service (eos) early. It was explanted and replaced by another pacemaker. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).